Event description:
Healthcare professional reported that patient was injected with 3ml juvéderm® voluma® with lidocaine in cheeks (ck1-4). Ten days later, patient developed swelling in cheeks. Patient received antibiotics. Eleven days later, patient was prescribed stronger antibiotics as pus was observed during hyalase® treatment in right cheek. Symptoms ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.